Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Drive support disk was inspected and no anomaly was noted. No drive/motor anomaly, motor error alarm or rewind anomaly noted during testing. The motor was tested outside of the unit and passed.unit cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. Customer¿s blood glucose was 5.8 mmol/l at the time of incident. Customer was unable to complete pump rewind due to pump alarm. The insulin pump will be returned be for the analysis.